Manufacturer narrative:
The initial reported event of infection was received on (B)(6) 2016. Of note, the reportable serious injury is normally submitted via an alternative summary report which would have been due on 2016-07-31. The lead was returned and tested out of specification and no longer qualifies for submission via the alternative summary report. Based on this information the event is reported via the bimonthly timeline. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed an in vivo metal ion oxidation breach of the outer insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.